Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer had high and low blood glucose level. The customer¿s blood glucose level was 540 mg/dl at the time of the incident. The customer¿s wife reported that the customer had low blood glucose level and the blood glucose level was in the range of 30 mg/dl and 38 mg/dl. The customer¿s blood glucose level was treated with sugar and food. The insulin pump will not be returned for analysis.